Event description:
It was reported that the device exhibited post-paced t wave oversensing. No additional information was provided.

Event description:
New information was received indicating that programming changes were made to address the oversensing. There were no adverse health consequences, the patient was stable.